Manufacturer narrative:
(B)(4). Initial reporter facility name: (B)(6). Mfg date: the device was manufactured december 21, 2015 ¿ december 22, 2015. The device was received for evaluation. Visual inspection noted fluid inside the bag due to an untightened blue winged luer cap. A functional leak test was performed after the cap was tightened, and the device operated within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the blue luer cap. The device was filled with 4200 mg fluorouracil diluted in dextrose solution. This was discovered when the customer retrieved the product from their stock ward. There was no patient involvement. No additional information is available.